Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate hv therapy for atrial fibrillation with rapid ventricular response. Programming changes were planned. The patient will be monitored.